Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00510. It was reported the patient had been receiving inadequate therapy and stimulation in an unintended area. Reprogramming was unable to provide resolution. The patient's left lead was found to have migrated. Their doctor decided to explant the left lead and relocated the patient's right lead. Surgical intervention resolved the patient's issue. Note: both of the patient's lead are being reported as explanted because it unknown which device was removed.